Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. The physician indicated the secondary procedure was not due to a device related failure and most likely caused by a dislodged thrombus from the aneurysm with the wires used in the case. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, and a suprarenal aortic extension on (B)(6) 2016. One day post procedure the patient presented with lower extremity ischemia. The physician elected to perform a thromboembolectomy procedure to clear the clot. The patient is in stable condition.